Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) wavelet match scores were checked, and the ventricle events were matching at 82% and the normal sinus rhythm was around 88-92%. The device was reprogrammed, and multiple templates were collected with the same matching scores. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.